Manufacturer narrative:
.

Event description:
It was reported that when the patient presented in the operating room for a device change out due to normal eri, externalized conductor was noted. No electrical anomalies were detected. Lead was explanted and replaced. Patient condition was fine after the event.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.